Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that anchorage mtp cp plate was implanted (B)(6) 2017 to treat failed 1st mtp fusion using a different device. The plate broke in vivo. X-ray showed non-union of fusion site. Plate and screws were removed on (B)(6) 2017. No replacement device was implanted.

Event description:
It was reported that anchorage mtp cp plate was implanted (B)(6) 2017 to treat failed 1st mtp fusion using a different device. The plate broke in vivo. X-ray showed non-union of fusion site. Plate and screws were removed on (B)(6) 2017. No replacement device was implanted.

Manufacturer narrative:
The reported event that cross plate mtp, left anchorage was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be patient related. The failure was caused by overload (fatigue breakage) due to non-union of the bone. Microscopic investigation revealed that the fracture surface had suffered severe secondary damage. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Based on the results of the examination, it can be stated that the plate failed due to a vibration (fatigue) fracture. The plate was implanted on (B)(6) 2017 and was detected as broken on (B)(6) 2017. During explant it was reported that no fusion occurred after 6 months. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.